Event description:
Surgical procedure performed - robotic repair of bilateral inguinal hernias. Mesh introduced in the abdomen and manipulated to apply to hernia, surgeon noticed the implant not to be intact. The mesh did not touch any patient tissue. Mesh was removed from abdomen and passed off the sterile field, a new mesh was introduced to the sterile field.